Event description:
It was reported that when using the bd pyxis¿ es server, new patients were not crossing to all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the new patients were not crossing to all stations. A technical support specialist (tss) continued the investigation after identifying a delay in the last successfully processed xml time. The carefusion coordination engine (cce) team confirmed no issues on their end. The tss restarted services related to the cce and network, reviewed patient details provided by another team member, and found the patient in the database but not in the patient engagement system (pes). Using powershell and the deployment guide, the tss checked port connectivity and found that while some ports were open, a key interface port was unreachable. After obtaining permission from the customer, the server was rebooted following standard procedures. Once the server was back online, the xml processing time became current. The tss monitored the system until all pending xml messages were cleared. A final confirmation from the customer indicated that patient orders had started crossing over successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new patients were not crossing to all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.